Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor mentioned to the wca rep during a conversation that he had two ptx stent fractures. No specific details were available at the time however he advised he would look up the patients and possibly images. (B)(4) are related (two stent fracture events).